Event description:
Boston scientific received information that the lead safety switch (lss) had been triggered from this system due to pacing impedance measurements greater than 2500 ohms on the atrial channel. Threshold measurements had also increased and noise was observed. The caller stated that there is a lead integrity issue with the atrial lead and a fracture is suspected. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The caller is going to program off the lss and maintain bipolar sensing which is producing better measurements. The caller understands that the atrial lead is failing and will discuss the issues further with this patient's physician. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This lead was subsequently removed from service and replaced. No additional adverse patient effects were reported.